Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens determined that pre-analytical issues (specific sample characteristics, blood collection, transportation, and/or sample processing/handling in the laboratory) potentially contributed to the discordant, falsely elevated prothrombin time (pt) expressed as pt sec and pt international normalized ratio (inr) results. Siemens specialists were previously dispatched to the customer's site to evaluate and discuss pre-analytical handling conditions with the customer. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
An initial, discordant, falsely elevated prothrombin time (pt) result expressed as pt seconds was obtained on a patient sample using the dade innovin reagent, on a sysmex cs-5100 system. Additionally, non-numerical pt % and pt international normalized ratio (inr) results were obtained on the sample with flags by the instrument. The sample was repeated three times using the same dade innovin reagent and a thromborel s reagent on an alternate sysmex cs-5100 system, resulting lower for pt seconds and pt inr. The final thromborel s pt inr result of 2.92 was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt and pt inr results.